Event description:
The reporter stated the surgeon inserted and removed an aa4203tl toric silicone single piece lens during the same surgery due to an anterior capsular tear that had occurred. An anterior vitrectomy was performed and an anterior chamber lens was implanted. The incision was not enlarged but sutures were required to close the incision. The reporter stated a competitor's phacoemulsification system was used.

Manufacturer narrative:
Eval: a lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. It should be noted that the lens, injector and cartridge were not returned for evaluation.